Event description:
Reported 1 false negative sofia sars result for 1 patient. It is unknown whether the patient was symptomatic or asymptomatic. 2 samples were collected from the patient, 1 yielding a positive sars result through rapid molecular testing and the other yielding a negative sofia sars result.

Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.